Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 35mg/dl and needed assistance to set threshold suspend to 70. Customer treated the low with a glucagon shot. Troubleshooting found that the customer's doctor recently changes the pump settings. Customer declined high blood glucose troubleshooting. No further details given.